Event description:
It was reported from the markers and response to cardiac resynchronization therapy (marc) study that the patient had chest pain after the implant procedure due to dissection of the coronary sinus during implant coupled with a slight pericardial effusion. Cardiac ultrasounds were completed and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.